Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging that his one touch ultra meter would not power on. The patient mentioned that the meter would power on when a test strip was inserted into the meter; however, would power on and then powers off when pressing the m button. A medical surveillance specialist (mss) was unsuccessful in getting in contact with the patient and sent a letter to obtain further clinical information: the patient does not recall when the alleged issue began. However, mentioned that on (B)(6) 2009 at 6:30 am and at 8:00 am the patient attempted to test and was unsuccessful in obtaining a reading. The patient mentioned that due to the alleged issue the patient skipped or stopped his diabetes medication. The following day, the patient felt like he was "floating". The patient tested on the neighbor's meter and obtained a result of 600 mg/dl. The patient then contacted the paramedics and tested on their meter and also obtained a result of 600 mg/dl. The patient was treated with IV fluids and insulin and was admitted in the hospital for one day. This was not the first time the product was being used. The patient denied any misuse of the product. The meter did not power on by pressing the power button. The patient was using the correct vial of test strips. Issue was not resolved and the meter was replaced. No further clinical information was provided. It would have been helpful to know the patient's blood glucose readings prior to the event, whether his diabetes regimen was changed, verify date of event and why the patient waited so long to contact lfs. The complaint is being reported since the patient alleged that due to the meter powering off during use, he was unable to test and withheld his diabetes medication and had to receive medical intervention by the paramedics for a blood glucose result of 600 mg/dl.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.